Event description:
It was reported that the pt has had an increase in seizures over the past 6 months. The relationship of the seizures to pre-vns baseline levels is unk. Attempts for further info have been unsuccessful to date.